Manufacturer narrative:
Stroke/thrombosis/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Impella 5.5 was inserted via direct aorta approach in a 51-year-old male who was admitted for bypass surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. The patient received support with the 5.5. For the bypass procedure and was explanted. Years later, documented thrombus at the graft was seen and the patient suffered a stroke. The patient was started on heparin and switched to eliquis. Stroke is a known potential adverse event of the impella 5.5. Per the instructions for use.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Stroke is a known potential adverse event of the impella 5.5. Per the instructions for use.